Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: device failed at start-up and showed no indication of power; this abnormity was noticed before usage; it was not reported whether alarms were triggered and whether they were repetitive in nature; there is no patient involvement reported; there was no need for any medical intervention reported; neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
5the following was reported to hamilton medical ag: device failed at start-up and showed no indication of power. This abnormity was noticed before usage. It was not reported whether alarms were triggered and whether they were repetitive in nature. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Additional information follow-up MDR nr. 1: hamilton medical ag has not received the ventilator device nor the faulty parts for investigation. The device log files (service log, error log, event log) were provided to hamilton medical ag. Hamilton medical ag did have good contact with the certified technician from hamilton's local partner in australia during the investigation. This collaboration has led to the following. Root cause analysis: the failure mode description noted device alarms with tf 444004 (voltage out of tolerance), tf 485001 (ambient failure) and other after effect alarms. The root cause was voltage supervision alarms due to voltages (+3.3v,+5v,3.3v_backup,+12v) out of tolerance, caused by defective electronic parts on control board/ driver board. The voltage measurement were performed by a certified partner service technician from device technologies australia. According to the record, the sensor voltage was measured on control board from pin-3 to pin-18. The measured voltages on pins 3, 4, 6, 11, 14,16, 17, 18 were found out of the normal voltage range. The following values were documented: · +3v3: 3.1 - 3.6 · +5v: 4.6 - 5.4 · +3v3_backup: 3 - 3.6 · +12v: 9 - 13.2 the technical results led to the recommended replacement of control board and esm board. Correction: the correction was performed on 09.08.2023 by a service technician from device technologies australia and consisted according to the record in: · sensor voltage measured on control board from pin-3 to pin-18. · measured voltage on pin 3, 4, 6, 11, 14,16, 17, 18 out of the normal voltage range. · considering the fault, suggest replacing control board and e.s.m. Board. · control board (msp161502) and e.s.m. Board (msp161529) replaced. Unit tested, calibrated and post repair full-service software and e.s.t. Performed. Investigation conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was identified as voltage supervision alarms due to voltages out of tolerance, caused by defective electronic parts on control board and esm board. The correction consisted in the replacement of the control board (msp161502) and the esm board (msp161529), calibration of the device and est testing by a partner certified service technician. Following this, the device worked as intended. In this case the failure did not occur during ventilation of a patient, but during start-up. There was no reported patient, user or third party harm. Based on the information available, this issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Additional information follow-up MDR nr. 1: hamilton medical ag has not received the ventilator device nor the faulty parts for investigation. The device log files (service log, error log, event log) were provided to hamilton medical ag. Hamilton medical ag did have good contact with the certified technician from hamilton's local partner in australia during the investigation. This collaboration has led to the following. Root cause analysis: the failure mode description noted device alarms with tf 444004 (voltage out of tolerance), tf 485001 (ambient failure) and other after effect alarms. The root cause was voltage supervision alarms due to voltages (+3.3v,+5v,3.3v_backup,+12v) out of tolerance, caused by defective electronic parts on control board/ driver board. The voltage measurement were performed by a certified partner service technician from device technologies australia. According to the record, the sensor voltage was measured on control board from pin-3 to pin-18. The measured voltages on pins 3, 4, 6, 11, 14,16, 17, 18 were found out of the normal voltage range. The following values were documented: · +3v3: 3.1 - 3.6, · +5v: 4.6 - 5.4, · +3v3_backup: 3 - 3.6, · +12v: 9 - 13.2. The technical results led to the recommended replacement of control board and esm board. Correction: the correction was performed on 09.08.2023 by a service technician from device technologies australia and consisted according to the record in:· sensor voltage measured on control board from pin-3 to pin-18. Measured voltage on pin 3, 4, 6, 11, 14,16, 17, 18 out of the normal voltage range. Considering the fault, suggest replacing control board and e.s.m. Board. Control board (B)(6) and e.s.m. Board (B)(6) replaced. · unit tested, calibrated and post repair full-service software and e.s.t. Performed. Investigation conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was identified as voltage supervision alarms due to voltages out of tolerance, caused by defective electronic parts on control board and esm board. The correction consisted in the replacement of the control board (B)(6) and the esm board (B)(6), calibration of the device and est testing by a partner certified service technician. Following this, the device worked as intended. In this case the failure did not occur during ventilation of a patient, but during start-up. There was no reported patient, user or third party harm. Based on the information available, this issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. Hamilton medical ag complaint number: cer (B)(4) follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
5the following was reported to hamilton medical ag: · device failed at start-up and showed no indication of power. · this abnormity was noticed before usage. · it was not reported whether alarms were triggered and whether they were repetitive in nature. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported.